Manufacturer narrative:
Corrections: patient identifier: added patient ID (B)(6). Adverse event or product problem: checked product problem as the patient had a device failure as well as an adverse event. The product problem was not reported on the initial report. Added UDI (B)(4). Added patient code (B)(6). The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. The root cause for the failed implant complaint is inconclusive and specific to each case, and the probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. This complaint will kept on file for tracking and trending purposes.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate. The patient was reported to have bone type ii quality and no pre-existing conditions. The implant was removed due to pain and/or numbness, and after the implant removed, the pain and/or numbness disappeared. There was no harm caused to the patient. No weight of the patient was provided, and the dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate, and the implant was removed due to pain and/or numbness. It disappeared after the implant removal. The patient had bone type ii and no pre-existing conditions. He was reported to be in satisfactory condition.